Manufacturer narrative:
Patient¿s weight was not provided. The referenced admission for elevated lactate dehydrogenase (ldh) was reported under medwatch MFR report #2916596-2018-02134. Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh). The manufacturer¿s technical service representative reviewed the submitted log file and observed a speed drop below the low speed limit while the patient¿s vad was connected to a power module. Internal x-ray images submitted for review were unremarkable; however, one of the x-ray images of the external portion of the driveline showed an area where there looked to be a kink. The customer reported that the patient would likely remain admitted until transplanted and would use an ungrounded patient cable when connected to the power module to prevent further speed drops. No additional information was provided.

Event description:
The following additional information related to this event was reported on medwatch MFR report#: 2916596-2018-03943: on (B)(6) 2018, the manufacturer's technical service representative arrived onsite for a driveline evaluation. A phase interrupter test did not reveal any open wires. The vad was then connected to a power module using a grounded patient cable and the driveline was palpated from the distal end to the exit site without issue. The patient performed body movements while tethered on grounded patient cable/power module without issue (standing, sitting, stretching, crossing arms, etc.; no alarms noted). The vad coordinator requested 2 ungrounded patient cables.

Manufacturer narrative:
Event: additional information was reported on medwatch MFR report#: 2916596-2018-03943. Device evaluation: the explanted pump was returned. The investigation findings (provided below) were reported on medwatch MFR report#: 2916596-2018-03943. The evaluation of the submitted system controller log files confirmed the report of a low speed event; however, a specific cause for this event could not be conclusively determined through the evaluation of the returned portion of the driveline. In addition, the report of a short to shield was not confirmed through the evaluation of the returned portion of the driveline. The submitted system controller log files showed one transient low speed hazard event on (B)(6) 2018 at 05:04:01 am, with pump speed reaching values as low as 2550 rpm. This event occurred while the system controller was connected to a power module, and a low flow hazard was associated with the low speed event by design. Based on previous complaint history, this event could be indicative of a potential driveline issue. The pump was returned assembled with the driveline severed approximately 11¿ from the pump housing. The remainder of the driveline was not returned. Minor metal braided shield breakdown was observed adjacent to the nipple of the pump housing. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the returned portion of the driveline did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was received for investigation. The evaluation is not yet complete.

Event description:
It was reported that on (B)(6) 2018 the patient received a heart transplant. Transplant status had been elevated due to the patient's elevated ldh.